Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the outer tubing overlay and in/on the helix mechanism. The inner tubing was kinked/buckled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was elevated capture thresholds and varying r wave measurements with a history of near syncope. The pre-procedure chest x-ray showed that the helix was not fully deployed. The helix could not be completely retracted or extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.